Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The fight and feel was great and easy. Easier than dentek to form but it broke. The comfort fight came apart from the grind guard. Only about 1 week of use. Lot: 024495.